Event description:
A patient reportedly received two blisters on his inner thighs after a right hip pelvis examination with the 8 channel cardiac coil. Each blister was 1/2 inch in diameter. The pulse sequence, duration, and estimated sar values for the scan series used is as follows: pulse sequence: 1 fgr 3 plane loc., 8 fse-xl duration: 12 sec., 3:13, 6:17, 2:30, 4:42, 3:06, 5:15, 5:57, 6:45; estimated sar values: .3, 1.5, .6, 1.8, 1.6, 1.6, 1.6, 1.6, 1.6. The patient was not padded to prevent skin to skin contact. The technologist was reportedly unaware of the need for padding to prevent looping and skin-to-skin contact.

Manufacturer narrative:
A ge field engineer (fe) evaluated the system following the event and found the system to be operating within specification. The following methodologies were used: environmental: (including cooling equipment, patient air cooling plus the mr scanner error log): verified the ge supplied equipment was functioning while the patient was scanned; verified the scanner did not experience a system level error during the patient scan. Surface coils / accessories: verified the surface coil and the connectivity for damage and checked the scanner error log; verified the ECG functionality. System / image quality: (system level testing to check for system failures) : verified the images were free of irregularities; verified overall system stability and system signal-to-noise ratio were within specification; verified the rf power output, quadrature checks and power monitoring functionality were within expected performance limits. Patient monitoring: (patient alarm & rf safety monitor checks): verified patient alarm system functions to specification; verified patient intercom. The patient sustained blisters resulting from skin to skin contact due to inadequate patient padding. The mr safety guide which is provided with every mr system provides instructions and warnings regarding patient warming hazards. The system complies with iec and good clinical practices dictate continuous patient observation and contact throughout the scanning process. The mr system offers a patient alert bulb as well as a two way patient intercom system to assist in close patient monitoring.